Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead and suspected fractured on the left lead, which was not confirmed by imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6). Batch: 7071976.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6). The returned lead was analyzed and revealed that the cable was broken at the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress, likely from flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause was identified as component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead and suspected fractured on the left lead, which was not confirmed by imaging. Additional information was received that the patient underwent a lead replacement procedure and was doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead and suspected fractured on the left lead, which was not confirmed by imaging. Additional information was received that the patient underwent a lead replacement procedure and was doing well post operatively.